Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review: the patient with pulmonary embolism and contraindication to long-term anticoagulation had a vena cava filter deployed in an infrarenal position. The patient tolerated the procedure well with no complications. Approximately six years five months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavagram with demonstrated no fragments in the right pulmonary organ. The filter was retrieved with a retrieval system and a second pass was made to successfully retrieve a detached limb. There were no retained fragments at the end of the procedure. The patient tolerated the procedure well without complication. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached limb migrated to the lungs. The device and the detached limb was removed percutaneously. The status of the patient is unknown.